Event description:
It was reported that following the implantation of an elevate anterior graft the patient experienced mild de-novo difficulty emptying bladder. The patient was "having difficulty emptying bladder, sent home with a catheter and directed to follow up with office to perform voiding trial." The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.